Event description:
Bupivacaine hci 0.75% in dextrose 8.25% inj., 2ml contained in spinal tray was ineffective in providing a spinal block requiring conversion to general anesthesia after waiting close to 30-45 minutes to take effect. Please refer MFR report #2183502-2014-00204.